Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The patient received a gunther tulip filter on (B)(6) 2008 at an unnamed hospital in (B)(6). Plaintiff has not named an implanting physician. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information: investigation. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿difficult retrieval, embedment, deep vein thrombosis, anxiety". Cook will reopen its investigation after further information concerning alleged patient sufferings is received and will supplement in accordance with 21 c.f.r.803.56 when appropriate. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported dvt, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
This additional information received on 19apr2018 as follows: pt allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to deep vein thrombosis and motor vehicle accident. Pt alleges embedment, deep vein thrombosis. Pt further alleges anxiety. Unsuccessful attempted filter retrieval due to clots in the legs on (B)(6) 2010. Alleged successful retrieval on (B)(6) 2010 due to filter being embedded.

Manufacturer narrative:
Patient code:thrombosis (2100)-listed in IFU, vessel or plaque, device embedded in (1204)- not listed in IFU, anxiety (2328)-not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event has been provided. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injuries. There is no evidence to suggest the device was not manufactured according to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged "the patient received a gunther tulip filter on (B)(6) 2008 at an unnamed hospital in (B)(6)." On or around (B)(6) 2010: ivc filter becoming imbedded, tilting, migrating, fracturing, perforating, and/or otherwise becoming irretrievable.